Event description:
The customer reported to olympus, the colonovideoscope exhibited aspiration problems. During servicing it was noted, the nozzle was clogged with fibrous deposits which seemed to look like debris from the patient body that could not be removed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
During evaluation of the returned device, the air/water supply volume was inspected for an air and water flow issue. Neither air nor water at the output of this endoscope was observed due to a clogged nozzle. Air leak inspection did not show any water leakages. The foreign material found in the nozzle would have accumulated and clogged the nozzle during the procedure. There were few additional findings. The bending section cover was worn out. The distal end cover cap was scratched. Ccd (charge-coupled device) cover lens was chipped. Button rubber of all switches were worn out. Universal cord had wrinkles. Sear holder unit of endoscope connector was damaged. The biopsy channel was worn as the coloring was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, although it was confirmed that fibrous foreign material was clogged in the nozzle, the foreign material could not be identified. It was not reported that the nozzle was deformed. The user conducted reprocessing in accordance with standards in (B)(6) and the instructions for use (IFU). There was no deviation from the IFU confirmed. Therefore, the root cause could not be determined. This supplemental report includes information added to device manufacture date. Olympus will continue to monitor field performance for this device.